Event description:
The customer observed fluid dripping from the wash station inside the robotic handler of the ortho provue analyzer. Dripping fluid may lead to dilution of reagent or sample and may lead to erroneous test results. There was no report of harm as a result of this event.

Manufacturer narrative:
Investigation into this event by the field engineer confirmed the customer's complaint. The fe replaced the wash station, pressure regulator and tubing and restored the analyzer to proper operation. However, the root cause of the event was not determined.